Event description:
It was observed during the device inspection, that the colonovideoscope j- tube (jet tube) has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The foreign material could be simethicone from obtained information however it is unknow what channel the simethicone was used in. Based on the results of the investigation, a definitive root cause could not be determined. Olympus could not specify the cause of the material remained from obtained information as there was no deviation from IFU in reprocessing steps for the area foreign material remained. Additionally, no physical damage of the device was confirmed at where the foreign material had remained. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance for this device.